Manufacturer narrative:
G4: 19sep2020. B4: 21sep2020. A philips representative spoke with the director of respiratory therapy and it was that the reported incident did not occur on a philips device. The service order case was identified incorrectly by the respiratory therapist. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11aug2020.

Event description:
It was reported to philips that the device powered off while in use. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.